Event description:
Patient status post two plate and screw implanted left distal humerus on (B)(6) 2010 returned to surgeon complaining of pain. Patient was returned to operating room on (B)(6) 2011 and all hardware was removed. Surgeon noted fracture was healed with patient not needing revision hardware. This is 2 of 17 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.